Event description:
The reporter indicated that a replacement 12.1mm vticm512.1 implantable collamer lens of -11.0/1.0/114 (sphere/cylinder/axis) tore during injection.

Manufacturer narrative:
A4-a6: unk. H6: work order search found no similar complaints within associated lots. Claim# (B)(4).